Event description:
A report was received that the stress loop of the patient's lead protruded through the skin. The patient underwent a lead revision to bury the loop deeper. After the revision, the patient was reportedly doing well.

Manufacturer narrative:
Patient weight not available. Device remained in patient. Additional suspect device components involved in the event: model: sc-2138-70 description: linear lead (phase iiia), 70 cm a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory. This is the final report.